Event description:
It was reported via phone call that when the customer removed the needle housing the cannula retracted and the needle broke. Customer's blood glucose level at the time 207 mg/dl. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.